Manufacturer narrative:
(B)(4). Exact date of event is unknown.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an 4.7 cm in diameter ruptured abdominal aortic aneurysm. During the index procedure after stent graft implantation there was the appearance of narrowing of the right common iliac artery and a kissing balloon angioplasty was performed with a non-compliant 8x4 balloon. The first 30 day CT revealed no issues with the stent graft. It was reported that during a follow up the patient complained of right leg pain. An ultrasound revealed thrombosis in the endurant 16x13x124 limb, twelve days later, the physician elected to perform a femoral to femoral bypass. It was noted that the occlusion extended from the flow divider down to the iliac bifurcation. Per the physician, the cause of the occlusion is unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.